Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during abdominal mass resection, the first firing was successful. At the second firing, the surgeon could not fire the device, was able to press the green button but was not able to squeeze the handle. Replaced by a new handle and a new reload and the firing was completed. No patient injury.